Event description:
User alleges that during cleaning the device, the technician found some blood in the water of the fluid warmer device. No patient injury reported.

Manufacturer narrative:
Evaluation: smiths medical asd, inc. Is unable to fully evaluate this report as no lot number or sample was provided by the user facility. This event was found upon maintenance and not in use. History of this type of reports shows that the root cause was likely a hole in the heat exchanger.